Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) approximately 3 years post implant, which, did not meet the estimated longevity expectations per labeling. Surgical intervention was undertaken. The device was explanted along with the associated electrode. It was noted that the patient had previously been implanted with a cardiac resynchronization therapy defibrillator (crt-d) system and a left ventricular assist device (lvad) 6 months prior, so no new device was implanted during this s-ICD explant procedure. No additional adverse patient effects were reported. The device is in hospital possession; however, the return has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product is in hospital possession. Multiple attempts were made to try to locate the device for return, however, the device was unable to be located in the hospital. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) approximately 3 years post implant, which, did not meet the estimated longevity expectations per labeling. Surgical intervention was undertaken. The device was explanted along with the associated electrode. It was noted that the patient had previously been implanted with a cardiac resynchronization therapy defibrillator (crt-d) system and a left ventricular assist device (lvad) 6 months prior, so no new device was implanted during this s-ICD explant procedure. No additional adverse patient effects were reported. The device is in hospital possession; however, the return has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.